Event description:
Pt had synvisc one injection from lot number that was later discovered to be recalled. Pt had a lot of swelling and intense pain for about two weeks after injection. "Event abated after use stopped or dose reduced: no."